Event description:
A simplygo device was returned to a third-party service center for evaluation, and the customer complaint was confirmed. During the evaluation of the device, the service technician observed a burnt pca, canister clogged, broken check valve cover kit, compressor was overheated, tubing kit was contaminated, pressure valve was defective, and inlet filter needed replacement. Due to the alleged malfunction, the device will be returned to the manufacturer's product investigation lab for additional testing. The root cause is not confirmed at this time.